Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the luer on the manifold was leaking. There was no pt involvement as this occurred during prime. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo rec'd the actual device for investigation and visual inspection confirmed the complaint. The luer on the manifold had a crack. A review of the device history record noted no production related problems. It is likely the luer was subjected to a shock force. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.